Manufacturer narrative:
Medtronic rep tested the system and couldn't duplicate any issue. No impact on patient outcome.

Event description:
Site reported difficulty registering the instruments for the system. No impact to patient reported.